Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not advance out of the introducer sheath. Forcefully advancing the device against this resistance may have contributed to the kinks and fracture near the pusher assembly mid-joint. Further evaluation of the device revealed that the embolization coil was detached from the pusher assembly. This damage likely resulted from the pusher assembly fracture. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forcefully advancing the device against this resistance may have contributed to the kinks near the pusher assembly mid-joint. During functional testing, the smart coil was unable to be advanced from its returned position due to the pusher assembly kinks. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00189. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00188.

Event description:
The patient was undergoing a coil embolization procedure in the right m1 segment of the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, two smart coils would not advance at all within their introducer sheaths; therefore, the smart coils were removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.